Event description:
Customer alleged that once tilt was added to the chair, it has not functioned properly thus causing the chair to stop driving in the middle of use and recline also stopped functioning. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 4 years 9 months old. The owner's manual part number 1143190 rev d (jun-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that her tdxsp power chair originally had a van seat but it was upgraded to a tilt and the power chair is now sensitive and causing issues. The consumer stated that the tilt causes the chair to stop driving in the middle of use. It is unknown if the consumer is tilted and at what degree while driving the power chair. If the consumer tries to drive the power chair while tilted the drive lock-out will activate. The owner's manual states a warning on page 16, " do not operate the seating system while on an incline. Do not operate the seating system while the wheelchair is moving. Never operate the wheelchair or elevate/lower the seat while in any tilted/reclined/back angle position over 20° relative to the vertical position. If the drive lock-out does not stop the wheelchair from operating or the seat from elevating/lowering in a tilt/recline/back angle position over 20° relative to vertical, do not operate the wheelchair or elevate/lower the seat. Do not attempt to adjust the drive lock-out. Have the wheelchair serviced by a qualified technician". The dealer has allegedly serviced / adjusted the tilt. No injury reported